Manufacturer narrative:
(B)(4). Evaluation summary: factors that can contribute to resistance within a guiding catheter include, but are not limited to, damage to the stent implant, damage to the stent delivery system (sds), kinks, device size selection, damage to the guiding catheter, or accessory device support. To help ensure that the reported difficulties are not due to manufacturing, the profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all sds are 100% visually inspected and checked for proper guide wire movement, stent damage, and kinks on the manufacturing line. Analysis noted the 2.75 mm x 15 mm rx xience v sds was returned with blood on the balloon, on the stent implant and on the shaft. There was no contrast visible. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. There were two kinks in the hypotube consistent with the reported information. There was a bend in the hypotube 1.5 cm distal strain relief tubing. There was no other damage noted to the sds. The guiding catheter used during the procedure was not returned. The outer diameters of the stent implant were measured and met manufacturing criteria. The sds was advanced through a new 6fr guiding catheter with strong resistance at the kinks in the hypotube. The anatomical conditions only reported mild calcification. It is possible that there may have also been tortuous conditions that could have resulted in an interaction with the sds and the guiding catheter and contributed to the difficulty to position; however, this could not be conclusively determined. During advancement force was applied as a result of the resistance. It should be noted that the xience v instruction for use states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The application of force appears to have contributed to the kinking of the shaft and subsequently resulted in the resistance during removal (difficult to remove) as the kinks interacted with the inner diameter of the guiding catheter. A search of the lot history record indicated no related non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: medtronic. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the mildly calcified left anterior descending artery, a balance middleweight guide wire and a non-abbott guiding catheter were advanced successfully. Pre-dilatation was performed using an unspecified device. An attempt was made to advance a 2.75x15 rx xience v stent delivery system through the guiding catheter; however, heavy resistance was felt and force was applied. The shaft of the stent delivery system kinked. The stent delivery system was removed with moderate resistance from the anatomy. A non-abbott stent delivery system was advanced to the target lesion and the stent was deployed. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.